Event description:
Litigation alleges that patient experienced pain and discomfort, which negatively affected ability to perform activities of daily living. Blood tests have revealed consistently elevated levels of chromium and cobalt. Update: 1/29/2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metallosis, and anteverted/vertical cup. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Physician states in revision surgery operative note that the acetabular component was found to be vertical and extremely anteverted. Physician states that it was felt that this abnormal condition was contributing to the patients metallosis which was causing the inflammatory response and the elevated labs. Based on the performed investigation, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.